Event description:
Patient underwent coil embolization procedure for aneurysm of the basilar tip using five penumbra 400 coils that were implanted without incident. After discharge from the hospital, the patient experienced steadily worsening headaches with coordination difficulty. Mra demonstrated possible thrombus in the proximal posterior cerebral artery due to the coiling procedure and a recent right cerebellar hemispheric infarction. The patient also experienced ataxia and slurred speech as a result of this event. The patient began taking 325 mg aspiring daily and notes improvement in symptoms.

Manufacturer narrative:
Conclusion: emboli are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00515, 00516, and 00517. Device implanted in patient.